Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Health professional reported a left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare physician later reported "pain". Device has been explanted.

Event description:
Health professional reported a left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on may 26, 2020 with lot number 2594353. Visual analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d7, h6.